Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at 0.81 mg/day) via an implantable infusion pump. It was reported that the patient had presented for a pocket clean out due to some abrasions noted at the outer margins of the pump. When the pump pocket was accessed, yellow/green thick drainage was noted in the pump pocket and coating the back of the pump. The decision was made to explant the pump. Cultures were taken and sent for analysis "by hospital stay." It was noted that it was possibly infected. It was noted that the patient had recently reported an approximately (B)(6) which may have contributed to the issue. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.